Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal on the bottom case was removed. The top case by the tube holder was also cracked. A ?motor not running? Error was observed in the event history log. An occlusion test was performed. The ?motor not running? Error was replicated during the test. This product problem occurred because the main board was found to be misaligned due to a loose screw, and a missing screw on the main board. This resulted from incorrect assembly by the customer. This was identified as the root cause. The investigator realigned the main board, and cleaned/greased the whole motor assembly. Preventative maintenance (replacement of worn/damaged) components was then performed. The pump subsequently passed functional testing.

Event description:
It was reported that the motor/main board on the medfusion pump needed repair. It was unknown if the product problem occured during patient use. No patient injury or complications were reported in relation to this event.